Manufacturer narrative:
(B)(4). No product failure indicted. In case of infection as in this instance, infection requiring revision of the surgical site is assessed as a serious injury resulting in the need for medical or surgical intervention in order to preclude permanent injury, damage, or death. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
T12-l1 stabilisation of fracture. Patient had stabilisation of fracture in december and it was noted that patient had a skin infection in january. There was also collapse of support due to possible pedicle fracture from screw insertion. The doctor was unsure if there was infection present past wound into pedicle but decided to remove instrumentation and wash and debride wound and area on (B)(6) 2017. All screws were removed and 120 mm rod ((B)(4) code not valid), and swobs were taken to check for infection. Dr plans to see how patient goes and re instrument in a week if needed. 1-2 minutes delay.